Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a system received a system message code, radio frequency identification (rdfi) and laser power problems before a procedure. The procedure was canceled.